Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements of 159 ohms. Troubleshooting options were discussed. There have been no actions/interventions planned or performed. No adverse patient effects were reported. The lead remains in service.